Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for creatinine plus ver.2 (crep2). The erroneous results were reported outside of the laboratory. The patient was in the hospital for an unspecified reason and the initial crep2 result was 2.4 mg/dl. This result was reported outside of the laboratory. It was noted that after this result treatment was initiated. The customer did not specify what this treatment was. No adverse event was reported. The patient was not harmed in any way. The patient is listed as being in stable condition. The water reservoir tank and filter were cleaned. A probe was cleaned manually and air-water calibration was done. The sample was repeated and the result was 0.93 mg/dl which was in the normal range. On 1(B)(6) 2015 the inlet of the cleaner bottle was cleaned, the probe was cleaned again and the initial sample was repeated twice. The repeat results were 0.93 mg/dl and 0.95 mg/dl. The crep2 reagent lot was 614911 with an expiration date of 02/28/2016. Calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, both instrument and reagent problems can be excluded. The most likely root cause is that the sample probe transferred too much sample material due to deposits on the outside or some unknown material was in the measuring cuvette which contributed to the erroneous high result.